Event description:
It was reported that in the cath lab a female, pt, with a myocardial infarction was having an intra-aortic balloon (iab) placed. The physician followed the procedure carefully. The left femoral artery was accessed and he inserted the super arrow-flex (saf) sheath with dilator. The blue one-way valve was attached and he vacuumed the balloon catheter twice inside the tray. After the balloon was tightly wrapped he took the catheter from the tray horizontally per the instructions for use. During catheterization the balloon stopped advancing and became stuck in the saf sheath. The md tried to advance the balloon, but could not due to critical resistance. The decision was made to remove the iab and sheath together. A new kit was opened and inserted via the same insertion site successfully. There was no pt death, injuries or complications noted. The pt was listed in fine condition although the procedure was delayed by 5 minutes due to the issue encountered.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.